Event description:
It was reported that the pump battery could not be charged. There was no reported adverse effect to the customer's blood glucose level. Issue occurred with an old pump and customer continued to use new pump without issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.